Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
It was reported that there was leakage on a broviac catheter used for parenteral feeding. It appears that the leakage was at the insertion point. Device was placed in the internal right jugular. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appears to be use-related. The product returned for evaluation was a 4.2fr broviac central venous catheter. The sample contained residual usage residue on the cuff. Gross visual evaluation of the catheter confirmed a very small (<1mm) hole in the catheter 5.3cm from the distal edge of the cuff. Functional testing included flushing the catheter with 12ml water and a leak was observed from the aforementioned hole. No other leak sites were observed. Microscopic examination of the hole revealed the edges were sharply formed and the split itself was slightly curved in nature. Scratches on the exterior catheter surface were also observed leading into one of the split ends. The damage was characteristic of sharp instrument damage and specifically resembled the characteristics of a needle puncture. Given that the sample appeared used, and the product IFU includes steps to prime, irrigate, and inspect for leakage prior to insertion, the most likely explanation is that the catheter was accidentally damaged during use.